Event description:
On 2015-11-24, information received from an healthcare provider (hcp) reported that he date of the most recent refill prior to the event was 2015-08-24. According to the hcp, the relationship of the event to the device or therapy was related, and the relationship of the event to the implant procedure was not related. According to pump programming session logs on (B)(6) 2015, the last change was made on (B)(6) 2015: fentanyl (2000 mcg/ml) at 549.7 mcg/day and bupivacaine (3.8 mg/ml) at 1.044 mg/day was increased 32% to fentanyl (2000 mcg/ml) at 727.2 mcg/day and bupivacaine (3.8 mg/ml) at 1.3817 mg/day; patient assisted (pa) boluses were enabled. On (B)(6) 2015, the dosing was decreased 50% to fentanyl (2000 mcg/ml) at 274.8 mcg/day and bupivacaine (3.8 mg/ml) at 0.522 mg/day. The patient was reported to have experienced inadequate pain relief from baseline. On (B)(6) 2015, information received from an hcp reported the clinical diagnosis of inadequate pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8785, lot# n529657, implanted: (B)(6) 2015, product type: accessory. (B)(4)

Event description:
Information received from the consumer patient via a manufacture representative , who was receiving fentanyl (2000mcg/ml at 275mcg/day) and bupivacaine (3.8mg/ml at 0.5mg/day)via an implanted pump. The indication was use was noted as non-malignant pain and lumbar radiculopathy. The patient's past medical history included chronic back and neck pain, lumbar radiculopathy, tonsillectomy and appendectomy. The patient was also taking "cymbals, propanolol, trazadone, tizanidine, and mvi( multi vitamin intravenous )." The patient had reported "loss of pain control." A dye study was done on (B)(6) 2015, and the physician was unable to aspirate the catheter. The issue was identified by a failed dye study. A catheter revision surgery occurred on (B)(6) 2015,. A partial explant occurred. The catheter was kinked in half just distal to the anchor, 8cm of damaged catheter was trimmed and a new connector was placed. The reason for the catheter removal was 'break, tear, hole." The patient's status at the time of report was "alive-no injury." It was noted that the patient recovered without sequela after the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 8781 catheter (B)(4) revealed a kink observed in the catheter body.